Event description:
Attempted to place an IV in patient's antecubital. When trying to advance the catheter, the needle was pulled back slightly but the catheter would not advance. The needle was reinserted to the hub but it went through the side of the IV catheter. A second attempt was made and when trying to advance the catheter the needle was pulled back slightly but the catheter did not advance. The IV was pulled and when flushed to check, two streams of fluid came out of the catheter. One stream from the end and the other from the side.